Event description:
It was reported the patient presented for an unrelated procedure. During the pre-operation interrogation, it was discovered the atrial lead was pacing the right ventricle. Fluoroscopy confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and inappropriate capture were not confirmed. A complete lead was returned in one piece for analysis. Helix and electrical testing were normal with no anomalies found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.